Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 118 mg/dl. At the time of the report with tandem technical support (cts), the customer did not have an alternate method for insulin therapy. Cts recommended customer to contact a health care professional to discuss insulin therapy options.